Event description:
Additional information was received from the healthcare provider (hcp) reporting that the patient had failed catheter study on 12/03/2025. Pump was placed in minimum rate mode. Patient scheduled for an office visit to discuss further plan of care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-nov-2015, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for non-malignant pain. The patient reported that they had been having problems with the pump for about 7 months. Patient reports having to take over the counter medication for the pain. Patient stated his lower back is fused and the catheter in his back had not been working patient stated that the pump was refilled on the 27th of october and they pulled out over 25ml and the pump only holds 40ml. Patient mentioned that they needs an magnetic resonance imaging (MRI) of his back so then they can put dye in the catheter. Agent reviewed that the patient did not need a remote to turn the pump off for the MRI. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.